Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, oversensing was observed. Programming changes were made but the oversensed signal was still present. Further programming changes were made. The patient did not have discomfort.